Manufacturer narrative:
The hill-rom technician found the hand pendant had a stuck button. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant and the issue was resolved. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self-run when the bed is plugged in. The bed was located on the 4th floor at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).